Event description:
It was reported that the left ventricular lead had high impedance, no capture, and lead fracture was suspected. The caller also inquired about the set screw connection. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction made to event date and device codes (removed device remains activated). Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High ventricular impedance was noted. Left ventricular permanent pace impedance increases from 532 ohms the week of (B)(6) 2010 to weekly highs of 4047 ohms. A high reading of 4047 ohms was also seen earlier in the device history, the week of (B)(6) 2009. An out of tolerance subthreshold lead impedance patient alert is observed on (B)(6) 2010.